Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump alarmed critical pump error. The customer¿s blood glucose was 218 mg/dl.the customer was assisted with troubleshooting and it did not resolved the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump was received with blank display due to moisture damaged on electronic assembly. Unable to verify critical pump error alarm or perform functional testings due to blank display. Unit was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.